Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was disposed by the facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.